Event description:
It was reported that, "the tibial plate is loose and he had to go in for another surgery. Upcoming revision." It was reported that date of implant is 1995 and date of explant is 2005.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.